Manufacturer narrative:
Medical safety reviewed the event and noted limited details surrounding the demise outcome, and there is not enough evidence to exclude the impella cp pump 1 as an associated factor to the patient's outcome. An issue with delivering pump 1 over the guidewire; the device was replaced and patient expired approximately five hours after the start of impella mechanical circulatory support on the replacement device. Based on the information at hand, the impella cp pump 2 appears to have provided support as intended. There is no information that directly or indirectly indicates otherwise. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system: section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported the insertion of an impella cp in a patient in cardiogenic shock from an acute myocardial infarction was unsuccessful. There was a delay in starting support. Another impella cp would be used. However, the patient would subsequently expire. At the start of the procedure, the patient received contrast to review vessels. Ejection fraction at such time was approximately 45%. The patient went into flash pulmonary edema requiring emergent intubation and post intubation. Ejection fraction was less than 20%. The initial impella cp placement was attempted. However, there was an issue delivering the impella catheter over a 0.018 guidewire. It could not be determined if the issue was with the guidewire or the impella catheter. Consequently, another impella cp device was used and placed pre percutaneous coronary intervention (pci) due to the severity of grafts and reduced ejection fraction. The pci (drug-eluting stenting) was completed, and the patient's mean arterial pressure remained greater than 65 throughout case. The decision was made to leave the impella cp device in place overnight and the patient was transferred to the unit on mechanical circulatory support. However, approximately five hours after the start of the support, the patient expired. No further details were noted.